Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specification. A review of the receiver log confirmed a timing error in the transmitter circuitry. Therefore, the complaint of permanent loss of "y" was confirmed. The root cause was determined to be a firmware issue.

Event description:
Consumer reported permanent out of range signal. The consumer did not report any medical intervention or injuries.